Manufacturer narrative:
This report is for 1 unknown plate reported as tomofix medial high tibial. Implant, explant dates: unknown. Device is not distributed in the united states but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a revision was required due to two unknown broken screws and one unknown plate. This report is for an unknown plate. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported there was a revision of a tomofix medial high tibia system due to two broken screws. The implants were removed on (B)(6) 2014. New tomofix medial high tibia system was implanted on the same date.